Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause to the numbness, tingling and pain was not determined. The device being explanted did not resolve these issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that pt experienced numbness and tingling in the tailbone and slightly higher. When asked, pt reports hasn't had any falls. Pt said that it was worse when there was not pressure to the area. Pt said that at night it was painful and patient placed their hand over area to apply pressure and also took pain relievers however that didn't relieve the pain. Pt said a neurologist who conducted tests and told pt that it most likely is a side effect of the implant. Pt said that they turned the implant off two months beforehand and that didn't affect the numbness, tingling or pain. Pt said that she did increase the setting based on symptoms however when they increased to a higher level it would have the opposite problems and they couldn't go. Patient said that they didn't receive any programming support from hcp of medtronic and didn't know what else to do regarding programming. Pt had complete system removed on (B)(6) 2021. Ps agent documented event.